Event description:
The following report was received from the affiliate. The target lesion was the mid right coronary artery. The lesion was a de novo, but not calcified or tortuous. There was 80% stenosis. To treat the target lesion a 3.5x18mm cypher sirolimus-eluting coronary stent was deployed at the distal end of the target lesion by direct stenting without problem. Intravascular ultrasound (ivus) was conducted and there was no problem observed. Post-dilation was conducted. Then, a second 3.5x18mm cypher stent was delivered at the proximal end of the initially implanted cypher with overlap. However, while the stent delivery system (sds) was being inflated, contrast medium leakage was observed from the distal end of the balloon. The gauge of the inflation device started decreased at 12atm. Therefore, the sds was removed and ivus was conducted. Because the stent was partially under-dilated, post-dilation was conducted with a 3.75x8mm nc sprinter balloon. However, the post-balloon also ruptured. Therefore, a different balloon (size unk) was used instead and the stent was implanted safely. The procedure was finished. After removing the balloon from the body, physician inflated the sds again and found a pinhole rupture on the distal end of the balloon. There was no reported patient injury.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.